Event description:
This (B)(6) child was taken to the operating room for a left radial free-flap for correction of cleft palate and dehiscence of previous attempts to repair cleft palate. While the plastic surgeon was using a zimmer air dermatome to retrieve tissue from left forearm, the dermatome malfunctioned, causing full-thickness injuries to the left arm which required repair by the plastic surgeon. The dermatome malfunctioned twice in the same area of the left forearm. The dermatome was taken out of service and sent to the manufacturer via the product representative. The surgeon used tissue retrieved from the child's left thigh to repair the damage to the forearm.

Manufacturer narrative:
Device was returned for evaluation. Device was found to be in calibration on all settings. The rpm value was found to be in specification. Service department changed spring seal and vespel bearings as of part of standard repair. Width plates returned with unit were dented and chipped on the front.